Event description:
The advocate stated her daughter received a blood glucose reading <20mg/dl on the contour next link. She checked it again after 10 minutes and the reading was 42mg/dl. The customer felt weak and shaky. She was given crackers to eat, which made her feel better. The advocate was asked to return the test strips for evaluation. Customer was sent new strips. Only the meter information was provided.